Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by a customer that they hung 100 ml of drip solution at a rate of 2 ml/hr with the volume to be infused set at 70 ml. Approximately 4 hours later, they noticed the fluid bag was now empty, despite the pump displaying that only 8 ml of fluid had been infused.